Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2021-28054, related manufacturer reference number:2017865-2021-28055. It was reported that the patient presented in clinic for a follow up check. Upon review, transesophageal echocardiogram revealed vegetation on the right atrial and right ventricle leads. The implantable cardioverter defibrillator, right atrial lead, and right ventricle lead were all explanted. Patient was stable.